Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient was admitted to the hospital for possible infection. During in clinic follow up it was found that the area around the implantable cardioverter defibrillator exhibited ecchymosis and the device was protruding through the skin. The system was explanted. There was no allegation from the physician that the infection was caused by the system or system-related procedure. The patient was stable following system explant.